Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr did back to back blood glucose tests, one minute apart, using separate fingersticks, and got results of 209 and 309 mg/dl. No symptoms were reported. Since cleaned, the meter seemed to have consistent readings. Rptr stated that she did not have any test strips or control solution for testing.